Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the nozzle units were defective and in need of replacement. Replacement of the nozzle units solved the issue. The plastic nozzle unit contains a valve diaphragm. The valve diaphragm, controlled by the inspiratory solenoid, regulates the gas flow through the gas module. The complete plastic nozzle unit must be replaced during preventive maintenance. Our conclusion is that the replaced parts was the cause of the failure. However, the root cause of why the parts failed has not been established as the replaced parts was not returned for investigation. The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 ¿ date of implementation of UDI in manufacturing. A correction of field # d1 brand name, # d4 version or model were required. D1 ¿ brand name ¿ previous brand name: servo-I. Corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I. Corrected version or model #: 6487800.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).